Event description:
It was reported via a clinical study, that a patient who had a right rtsa, underwent a fracture reverse revision procedure. The humeral stem subsided despite being cemented causing a peri prosthetic humeral fracture. The fracture humeral stem, humeral tray, humeral liner were removed. The study indicated it was possibly related to the devices and the procedure. The outcome states continuing. No further information.